Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. The review of the lot history record (f1619702) indicated that there were no reworks or related non-conformances (ncmrs) for this lot. The lot met all product specifications, including quality control acceptance criteria and sterilization prior to shipment. Based on the information provided and no returned device for physical investigation, the reported balloon loss of pressure could not be confirmed and the root cause could not be conclusively determined. However, it was reported that balloon lost pressure at the arteriotomy. Peripheral artery disease or the presence of calcification at the procedural site could cause a puncture of the balloon, resulting in a loss of pressure. The root cause of the intravascular sealant deployment may have been attributed to the balloon losing pressure during the tamping step. It should be noted that balloon placement (abutting the opening at the arteriotomy), provides both temporary hemostasis and a barrier to prevent ingression of sealant into the arteriotomy. Based on the limited information available for review, it is not possible to determine what other clinical factors may have contributed to the reported issue. According to the product instructions for use (IFU), users are cautioned that serious adverse events might result with the use of the mynx in vessels not suitable for the use of the device. Do not use the mynx to close arteriotomies created in areas of calcified plaque or stented segments. Incidents are monitored on a routine basis for trends and CAPA's are issued as appropriate. Should additional relevant information become available, a supplemental report will be filed.

Event description:
It was reported that the balloon of a mynxgrip 6f/7f vascular closure ruptured and the sealant was pushed inside the vessel. The mynx device was being used for arterial closure. At prep, the black marker on the inflation indicator was fully exposed. During deployment, there was no resistance while inserting the device or when pulling the balloon back to achieve temporary hemostasis. Contrast and imaging was not used to confirm balloon placement. The stopcock was opened when the balloon was at the arteriotomy to confirm temporary hemostasis. Unusual force was not applied while shuttling down or when retracting the sheath. It was reported that tension was maintained on the catheter while tamping and the user did not over-tamp; however, the balloon ruptured at the arteriotomy during the 30 second tamp hold. The device was removed. Complete hemostasis was not achieved as evidenced by brisk blood flow through the tissue tract, so manual pressure was applied for 30 minutes to achieve hemostasis. One hour post-procedure, the patient complained of leg pain. An ultrasound confirmed limited distal blood flow. The patient was brought to surgery and surgical removal of a sponge-like material was performed. The patient's hospitalization was extended for 4 more days as a result of the event. Additional information was requested, but was unknown.